Event description:
It was reported that filterwire detachment occurred. A 190cm filterwire was selected for carotid artery stenting (cas). During the procedure, when the filterwire was prepared, monorail lumen of the filter was found to be torn, so usage was stopped. Since the issue was observed even though proper preparation was performed, device was considered to be defective. The procedure was completed with another of the same device. No patient complications were reported. The device was not returned for analysis.